Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined to complete the check. Reportedly, the customer is changing her pump supplies every 3 days. Tandem clinical support advised customer that changing her pump supplies every 3 days is off label per the tandem user guide. Customer's blood glucose was 200-333 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.